Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ normal saline syringe plunger would not move after being attached to a pump. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd posiflush¿ normal saline syringe plunger would not move after being attached to a pump. No serious injury or medical intervention was reported. This occurred on 4 separate occasions but the date/time and or patient information is unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Other text : see section.

Event description:
It was reported that bd posiflush¿ normal saline syringe plunger would not move after being attached to a pump. No serious injury or medical intervention was reported. This occurred on 4 separate occasions but the date/time and or patient information is unknown.